Manufacturer narrative:
(B)(4) - death is labeled in the IFU. (It is unk if zenith device caused or contributed to the pt death). (B)(4) - endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
On (B)(6) 2011, an (B)(6) year old male underwent aaa repair. Another MFR's graft was previously implanted. The physician implanted a zenith flex aaa endovascular graft iliac leg and a zenith renu aaa ancillary graft converter. An area rep was there for the procedure and it appeared the graft did not seal well, so the physician attempted with difficulty, to place another MFR's stent. The physician ended up snaring the other MFR's stent and removing it. The area rep believes the physician shot a run after removing the stent and the graft sealed. The pt subsequently expired, however, at this time, the date or cause has not been provided.